Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that patient was hospital on her way to class trip. Customer wanted to know if the reservoir was part of the recall. Customer was taken to emergency room at 1:30 am on (B)(6) 2014. Customer stated that patient had severe diabetic ketoacidosis; blood glucose was over 500 mg/dl. Customer unable to give further information regarding the hospitalization at this time due to she was home with other child.